Event description:
It was reported that this pacemaker exhibited undersensing on the atrial channel. Boston scientific technical services (ts) also noted that no right atrial automatic test (raat) has been performed since december. Additionally, noise was observed as well as far field oversensing. Impedance measurements were found to be stable. No adverse patient effects were reported. At this time, this device system remains in service.